Event description:
It was reported that no capture in bipolar and unipolar configurations and high pacing impedance was observed on the right ventricular (rv) lead before and after the pocket was closed following a new implant procedure. It was noted that cardiac perforation of the rv lead into the ventricular septum was observed. The rv lead was explanted and replaced. Parameters were programmed as prior. There was no patient complaint before, during or after the interrogations. The patient was discharged.